Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had been hospitalized on (B)(6) 2015 with diabetic ketoacidosis (dka): blood glucose 837 mg/dl, large ketones, nausea, vomiting, abdominal pain, extreme thirst and urination. Treatment included IV fluids, IV glucose, and insulin via injections. Patient discontinued pump use. During troubleshooting, customer support found the pump time/date were accurate and the basal and bolus histories were as expected. Cs considered this to be a inaccurate delivery issue. This complaint is being reported due to the allegation of inaccurate delivery and because the patient experienced dka.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.